Event description:
Reportedly, hearing performance with the device is affected. The user has a history of losing residual hearing and a reduction in performance with the device. The user showed good benefit with the device at first, but the first drop in performance was noted in 2018. The recipient has been re-implanted on (B)(6) 2021.